Event description:
The device was sent in for repair with no info. During the repair process, it was determined that pins were sticking in the device. No contact info was included with the device, it is unk if there was any pt involvement or adverse consequences associated with the event.

Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to stick, and not allow the collet to release the pin.